Event description:
Customer reports, difficulty removing stylet guidewire after inserted and position verified. Much effort exerted to remove stylet, which caused tubing to rupture at purple connection on the removal of the tube. Noted to have residual stylet protruding from end. Reintubation and x-ray was necessitated.